Event description:
A report was received that the patient was having a hard time getting up on her own. The physician believed that the patient may have suffered a spinal cord compromise during the implant procedure. The patient will undergo an explant.

Event description:
A report was received that the patient was having a hard time getting up on her own. The physician believed that the patient may have suffered a spinal cord compromise during the implant procedure. The patient will undergo an explant.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)): device evaluation indicated that the ipg passed visual, electrical, and performance imaging tests performed. The ipg was analyzed and passed all functional tests. Sc-2218-50 (sn (B)(4)) device evaluation indicated that the leads were cut approximately 3 inches from the proximal end and could not be tested. The damage to the leads was consistent with damages done during the explant procedure and was not considered a failure. Sc-4316 (lot# 15932333) device evaluation indicated that the clik anchor had eyelet damage with some silicone missing. The damage to the anchor was consistent with damages done during the explant procedure and was not considered a failure.

Event description:
A report was received that the patient was having a hard time getting up on her own. The physician believed that the patient may have suffered a spinal cord compromise during the implant procedure. The patient will undergo an explant.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Additional suspect medical device component involved in the event: model#: sc-4316, lot #: 15932333, description: next generation anchor kit-sterile.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description : linear st lead, 50cm.